Event description:
Consultant reported during an anterior cervical discectomy and fusion (acdf) procedure, a prong broke off the tip of the cslp (cervical spine locking plate) driver, and on another cslp quick lock driver the prongs splayed out; both drivers were unable to hold the screws properly. The broken prong was retrieved by suction, and was not left in the patient. The surgery was reportedly successfully completed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.